Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified creases. Apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality and labeled as right side. It is not possible to verify the lot number due to the position of the device in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflated implant. The device was explanted.